Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer's settings were entered incorrectly. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.